Manufacturer narrative:
Device passed displacement test and selftest. Device was monitored and no missing segment during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had a partial display. The customer¿s blood glucose level was around 8.5 to 9 mmol/ l at the time of the incident. It was reported that the insulin screen has a patch ant the customer cannot see anything on the screen. This morning there was a thin line of the screen and did not think anything about it then later in the evening there was a patch on the screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.